Event description:
It was reported that during a laparoscopic colon resection procedure, the device was used once and then had difficulty releasing the staple cartridge. Cartridge was finally removed and the device was reloaded with another cartridge, but the jaws would not open to re-use the device. A new device was pulled and used to complete the procedure. There was no pt consequence.

Manufacturer narrative:
(B) (4). (B) (4). Info anticipated, but unavailable at this time.